Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display board were replaced for two hundred large volume pump modules. There was no reported patient involvement.

Event description:
It was reported that allegedly the display board were replaced for two hundred large volume pump modules. There was no reported patient involvement.